Manufacturer narrative:
No button error alarm was noted during testing. However, unit had intermittent up button response due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported having issues with the buttons on her insulin pump. The customer states that when going to give an easy bolus when pushing on the up arrow it will go up 1 unit and then start flashing and beeping and then received the button error. Troubleshooting was performed and the insulin pump will be returned. The blood sugar is unknown.